Event description:
It was reported that the patient seen in clinic after their recent battery replacement and device was found to have high impedance. The session was ended and device was re-interrogated only to get high impedance again. It was stated that during and after the battery replacement, the impedance was within normal limits. There had been no reported trauma or falls that occurred after the surgery. The patient had not reported any pain or discomfort prior to high impedance being found, however when the patient was seen by the surgeon after high impedance was found they reported that they were having a lot of neck pain. The neurologist hypothesized that the patient¿s weight loss caused the lead to become more superficial in the neck now due to weight and fatty tissue loss which was causing the pain as the pain was not with stimulation. It was also indicated that the patient decided to get x-rays performed, however they have not been reviewed to date. The device history record's of the lead was reviewed. The lead passed final quality and functional specifications prior to release. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
Additional information was received that the patient¿s device was disabled due to the high impedance; however, the patient began to have an increase in auras not above baseline due to the device being off. The patient requested the device be turned back on but physician informed them they would not be receiving full therapy due to the high impedance. The patient was taken to surgery due to the high impedance and found that the lead tubing has been compromised and the wire was out of the tubing. The lead was cut in half and discarded by the facility. The explanted product is not available for return per hospital policy. No additional relevant information has been received to date.

Event description:
Ap and lateral chest x-rays were received and reviewed. The x-rays were provided after high impedance was reported. The generator placement was determined in the left chest. Based on the scope of the image, the feedthrough wires were intact, and the pin could be seen past the second connector block. The lead was visualized in the chest and neck. There appeared to be a strain relief bend, however there was no strain relief loop present. There two tie downs present; however, they were not placed per labeling. Based on the scope of the image, the lead appeared to be routed behind the generator. Based on the quality of the image, the lead wire appeared to be intact at the connector pin. The lead was assessed for fractures and was noted that on the lead body near the pin there was a fracture. Based on the x-rays received, the cause for the high impedance is due to fracture of lead.